Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an investigation. The 5vdc power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.